Manufacturer narrative:
The pump passed the self test. No motor movement or negligible movement. Retries to free a stuck motor failed alarmed during rewind due to a jammed gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pno motor movement or negligible movement. Retries to free a stuck motor failed alarm. This alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement unknown. Occlusion alarm due to no motor movement or negligible movement. Retries to free a stuck motor failed alarm. Pump received with scratched case. Pump received with pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that insulin pump passed displacement verification test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarm. Pump error 130 unknown. Insulin flow blocked alarm during priming and pump error 38 alarm during rewind due to jammed motor gearbox. Device received with scratched case. Device received with pillowing keypad overlay.